Manufacturer narrative:
The device is expected to be returned; however, the device has not yet been received. A supplemental report will be submitted if the device is received.

Event description:
It was reported that a cartridge alarm 6 (vent not working) occurred during the load sequence. Additionally, it was reported that an altitude alarm occurred while the customer was not outside of the labeled operating altitude range. Reportedly, customer reverted to manual injections for insulin therapy. Customer's blood glucose was approximately 300 mg/dl.